Event description:
Draeger medical systems, inc. Has received information from a customer that or delta xl patient monitor displayed a sp02 measurement of 98%; however, the attending clinician reported that the patient was cyanotic (bluish skin color). A second monitor (different manufacturer) was used to obtain the patient's sp02 values which were measured at <70%. The patient was transferred to another bed and monitored with a different manufacturer's device with no further problems reported.